Manufacturer narrative:
Unable to prime during the prime test due to loose/flush drive support disk. Pump received with vibrator rattling due to vibrator adhesive not adhering to case. Pump passed the operating currents test, restart error test, displacement, rewind, basic occlusion, occlusion and no delivery tests. No unexpected loudly motor during testing noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump motor makes a loud noise. Customer does not feel safe with the pump. The customer's blood glucose reading was 236 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.